Manufacturer narrative:
Per the interrogation report, the pump was delivering "cata" 150.0 mcg/ml at 76.02 mcg/day. Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. Fdm updated. Fdr updated. Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the pump stopped working. The event date was unknown. The hcp tried to restart the pump but it didn't restart. Therefore, the pump was replaced in (B)(6) 2019. The issue was resolved. There was no information regarding contributing factors. The patient status was alive - no injury. The pump would be returned. There were no reported symptoms. Further complications were not reported or anticipated.